Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2015, not august 19th, 2015, as previously reported. The report is filed october 29th, 2015.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site, however; the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015. There are no plans to re-implant the patient as of the date of this report, (B)(6) 2015.